Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device and the clip arms were able to open and close. The catheter was kinked at the middle section and the device was returned without the over-sheath. Microscope examination was performed at the most distal section, and no discernible failures were observed. Functional evaluation was performed using a tortuous fixture, and the clip released from the catheter successfully. No other issues with the device were noted. During the product analysis, it was found the catheter kinked. It is possible that operational factors such as user technique inserting or removing the device through the scope or due to some anatomical factors could cased that the users need to apply more force in the device, contributed with the observed failure and affecting its integrity. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. Reportedly, the pop stage of deployment was not heard. The physician tore the clip with strength, and bleeding occurred. The procedure was completed with several resolution clip devices. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. Reportedly, the pop stage of deployment was not heard. The physician tore the clip with strength, and bleeding occurred. The procedure was completed with several resolution clip devices. The patient condition at the conclusion of the procedure was reported to be stable.